Event description:
It was reported that there was clip slippage during hernia surgery.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. There is a buildup of biological material in both jaws and the channel box area. Functional inspection was performed on the returned device. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. The biological material was manually removed from the jaws and another attempt was made. Once again, the next clip was unable to properly load into the jaws. This was repeated with the same result for the remaining clips. The sample was returned with 5 clips remaining in the channel, indicating that 10 clips were fired by the end user. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that both jaws were bent in the same direction. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. The bent jaws prevented the clips from properly loading. Therefore, based upon the observed damage, operational context caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clip fell from applier" was confirmed based upon the sample received. Both jaws had a uniform bend to them which indicates that there was a significant side load applied to the jaws that caused them to bend. The bent jaws prevented the clips from properly loading. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73f1800412. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was clip slippage during hernia surgery.